Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. At an unknown time the patient lost consciousness and the emt's were called. The blood glucose results and treatment provided by the emt's were not provided. The patient was taken to the hospital, the type of treatment given and the results from the hospital are unknown. It is unknown how long the patient was hospitalized. The infusion device was requested to be returned for product evaluation.